Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-03883 / 03884).

Event description:
During a hip revision procedure, the stem removal tool adapter fractured. The procedure was completed with another device.